Event description:
After properly placing the introducer sheath into the mc hub, the physician attempted to insert the deltapaq (cdf100210-30 / c26617). However, the dpu was stuck and could not be inserted. The physician withdrew the deltapaq and tried to push out the microcoil from the introducer sheath for check, however the mcirocoil was stuck in the introducer sheath and could not even push the tip of the microcoil out. It was replaced with the different lot to continue the procedure, which was completed without further issues or delay. However, the device was received for analysis and the coil was found damaged. There were no patient injury/complications the complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible defect/damage was noted on the product prior to the event. There was no unintended detachment of the coil observed in the mc. The complained product will be returned for analysis. No further information is available. The procedure was the tve of a davf at an unspecified lesion site. The patient was a female of unknown dob, whose vessels were not tortuous but the level of calcification was unknown. A chikai (asahi intecc), a fubuki (asahi intecc, 7fr), an excelsior sl-10 (stryker) and a y-connector by terumo (name unknown) were used for this procedure. After the event, no information was provided if the product was damaged, but the coil remained attached to the delivery system.

Manufacturer narrative:
The initial report indicated that the coil would not advance out of the introducer, but when the device was received, the coil was damaged. After properly placing the introducer sheath into the mc hub, the physician attempted to insert the deltapaq ((B)(4)). However, the dpu was stuck and could not be inserted. The physician withdrew the deltapaq and tried to push out the microcoil from the introducer sheath for check, however the mcirocoil was stuck in the introducer sheath and could not even push the tip of the microcoil out. It was replaced with the different lot to continue the procedure, which was completed without further issues or delay. There were no patient injury/complications the complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible defect/damage was noted on the product prior to the event. There was no unintended detachment of the coil observed in the mc. The complained product will be returned for analysis. No further information is available. The procedure was the tve of a davf at an unspecified lesion site. The patient was a female of unknown dob, whose vessels were not tortuous but the level of calcification was unknown. A chikai (asahi intecc), a fubuki (asahi intecc, 7fr), an excelsior sl-10 (stryker) and a y-connector by terumo (name unknown) were used for this procedure. After the event, no information was provided if the product was damaged, but the coil remained attached to the delivery system. The proximal end of the coil has severe compression and buckling damage. The coils socket ring has been pushed down inside the outer sheath. The distal tip of the device positioning unit (dpu) and the proximal end of the coil are no longer concentric to each other. The locking mechanism has compression and stretching damage. No manufacturing defects were found. The damage to the coil was determined to be acceptable for microcatheter testing. Using an in-house sl-10 microcatheter, the returned coil was introduced multiple times into the microcatheter with no resistance encountered. The coil was then advanced through and out the distal tip of the microcatheter multiple times with no problems encountered. The coil moved freely at all times. No manufacturing defects were found. The most likely contributing factor to the coil becoming stuck during insertion into the microcatheter may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which pushed the coil¿s socket ring down inside the outer sheath and caused severe compression and buckling damage to the proximal end of the coil preventing coil advancement. In this condition the coil may not be able to be advanced into the microcatheter. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the return of the sl-10 microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. (B)(4).

Manufacturer narrative:
(B)(4). The product was returned for analysis, but the analysis is pending. Additional information will be submitted within 30 days of receipt.